Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider reviewed the patient¿s medical chart and the only reference to a revision/replacement was that the patient was due to have their pump replaced due to normal battery depletion and no issues were suspected with the pump. It was reported since the patient was discharged from the facility prior to the replacement; no information on the outcome of the patient was available. No further information was provided.

Event description:
It was reported that healthcare provider (hcp) wanted to put the patient on valium and ativan, as her blood pressure was ¿really high¿. However, the patient did not see the hcp. A conflict occurred between the patient and the hcp and the patient was dismissed. At the time of the report, the patient was in the process of finding a new healthcare provider. The patient had saline in her pump and was going through withdrawal even though she was on pain medication. Additional information received reported the cause of the event was unknown to the hcp. The patient required hospitalization due to the event. It was reported surgical intervention, a revision occurred however further information was not provided. It was reported the patient was discharged and was no longer a patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).